Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs), alleging that her onetouch verio 2 meter was displaying an error 4 message during testing. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message began about a week prior to contacting lfs, at 09:00am. The patient stated that she manages her diabetes with insulin (self-adjuster). She reported that she would lessen her dose of insulin from 28 units to 20 units when she was unable to test her blood glucose due to the reported issue. The patient reported that on the same day ¿around 9:00am¿, she developed symptoms of ¿foggy eyes¿. The patient denied that she received any treatment. At the time of troubleshooting, the cca noted that it was not the first time the product was in use, the correct testing process was being followed. The patient confirmed that the test strips had been stored correctly and were within their expiry date. The test strip completely drew in the blood sample. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.